Manufacturer narrative:
(B)(4). The carefusion technical support specialist educated the customer that the motor fault was associated with the battery pack being disconnected. After reconnecting the battery pack the issue was resolved.

Event description:
The customer reported that the ventilator displayed motor fault.